Manufacturer narrative:
Concomitant medical products: 5092-45 lead, implanted: (B)(6) 2000. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family member that the patient's lead is "broken and not working" and is being monitored. Additional information was obtained from the clinic and reported that the ventricular lead is fractured. The patient is 100% sensed and the device has been programmed to atrial pacing only however no pacing is required. The lead remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.